Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Additional information received indicated that the endofemoral aimer snapped 1/4 way in patient; however, this piece was removed from the patient. Therefore a supplemental report is being completed. (B) (4)

Event description:
Endofemoral aimer snapped 1/4 of the way down during the case. Wire broke in patients bone. Doctor left part of the acl wire in the patient.

Manufacturer narrative:
(B) (4): the device has not returned for evaluation.(B) (4)